Manufacturer narrative:
Manufacturer's report date: 11/19/2008.

Event description:
Customer reported three (3) error messages while patient was being resuscitated. Customer requested event log review. When the first lvp was added for calcium chloride infusion it "shut down". When the second lvp was added for a normal saline (ns) infusion, it "shut down". The third lvp was added and the "whole system" went down. Ultimately the patient expired, however, customer reports the "shut down" was not the causitive factor. Investigation is on-going. Follow up report will be submitted when investigation is completed.